Event description:
Following angioplasty, angiography revealed the presence of a thrombus. The physician attempted to recanalize the vessel using two different balloon catheters (including subject device) and the placement of a stent. Post procedure, the patient had a left third cranial nerve palsy and a right hemiparesis consistent with a brain stem infarction (weber syndrome). Tissue plasminogen activator and reopro were administered and the stent was patent. Two days later the cranial nerve deficit and hemiplegia had resolved but the patient had a neurological deterioration, no details were available as to the nature of this remaining deficit. Tissue plasminogen activator was administered for a further three days but the patient declined and ultimately died, date of death is unknown. Upon review it was thought that there was a possible vessel dissection at the distal basilar/posterior cerebral artery junction.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication a device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke, neurological deficit, vessel dissection and the patient outcome of death are all known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following angioplasty, angiography revealed the presence of a thrombus. The physician attempted to recanalize the vessel using two different balloon catheters (including subject device) and the placement of a stent. Post procedure, the patient had a left third cranial nerve palsy and a right hemiparesis consistent with a brain stem infarction (weber syndrome). Tissue plasminogen activator and reopro were administered and the stent was patent. Two days later the cranial nerve deficit and hemiplegia had resolved, but the patient had a neurological deterioration, no details were available as to the nature of this remaining deficit. Tissue plasminogen activator was administered for a further three days, but the patient declined and ultimately died, date of death is unknown. Upon review it was thought that there was a possible vessel dissection at the distal basilar/posterior cerebral artery junction.